Manufacturer narrative:
The reporter provided an event date of (B)(6) 2017, however, it was later stated the event happened "in the past".

Event description:
It was reported that during use of a cleo® 90 infusion set, the patient received an occlusion alarm (alarm number in pump history: 02). The patient's blood glucose levels were 500-600 mg/dl at the time of the event. It was noted that the patient was unsure of the reason for their high blood glucose levels. To address the high blood glucose levels, the patient administered manual insulin injections. The patient did not test for ketones. No permanent injury was reported.